Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads triggered a lead warning for low impedance. The low impedance was not reproducible through pocket manipulation and pressing palms together. The leads will be monitored and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2008; product ID 5554-45 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. A ventricular lead warning occurred on (B)(6) 2012. Auto lead diagnostics with the last 60 weeks of data shows an average ventricular lead impedance of 484 ohms with no variable/low impedance. There was a lifetime minimum impedance of 425 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.